Event description:
The home pt reports a 2240 alarm during dwell 4/4 of automated peritoneal dialysis with the homechoice machine. It was reported by the pt that there was a leak in pt's homechoice cassette. Nothing unusual was noted during supply setup. After the alarm, the pt ended pt's treatment early, and finished with manual exchanges. No pt injury or medical intervention was reported by the home pt.